Event description:
Customer's family member called to report the pump's driver arm and the driver block were loose. It was stated that they were not able to prime. The infusion set and reservoir were changed and they were able to prime the pump.